Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced. Lead malfunction was suspected. It was reported that during the revision procedure, the patient experienced a lot of pain. A scar tissue had developed and the physician had a hard time replacing the leads without causing the patient more pain. Postoperatively, the patient was still experiencing a lot of surgical pain. The bsn followed up with the patient but no further information could be obtained. The explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that one of the leads was out. The patient will undergo lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that one of the leads was out. The patient will undergo lead replacement procedure.